Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a patient. The device was prepped and inspected with no issues noted. The target lesion was pre-dilated but the resolute integrity failed to cross the target lesion and it was noted that the stent was deformed. It was reported that resistance was encountered and no force was used during attempted delivery. The physician treated the lesion with ptca after the reported deformation event and concluded that the event was related to patient morphology. No injury to the patient reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specification. The stent was positioned on the balloon between the marker bands as per specifications. The distal stent portion had evidence of slightly raised struts. The middle area of the stent had evidence of overlapping and stretching. The proximal section of the stent had evidence of raised and stretched struts. Image review: review of the procedural images provided confirm the tortuous and diseased nature of the vessel. Numerous balloons are delivered and inflated in the vessel. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute integrity device.